Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. A root cause cannot be determined. It was reported that calibration was not performed correctly. Entering values during signal loss. The dexcom g5 mobile continuous glucose monitoring system states: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. Calibrating during rapid rate change. The dexcom g5 mobile continuous glucose monitoring system states: don't calibrate when your bg is changing at a significant rate: more than 2 mg/dl per minute. Look for rate of change arrows on your display device screen and don't calibrate when you see: a single arrow, pointing up, rising 2-3 mg/dl each minute. Two arrows pointing up, rising more than 3 mg/dl each minute. Single arrow pointing down, falling 2-3 mg/dl each minute. Two arrows pointing down, falling more than 3 mg/dl each minute. Calibrating during a significant rise/fall of your bg may affect accuracy of sensor glucose readings, resulting in you missing a severe low or high glucose event. Calibrating while the error reading symbol is displayed. The dexcom g5 mobile continuous glucose monitoring system states: don't calibrate. System may correct problem on its own and display sensor glucose readings again. It was also reported that the same fs bg meter was not used during same session. Always use the same meter you routinely use to measure your blood glucose. A. Blood glucose meter and strip accuracy vary between meter brands. B. Switching within a session might cause sensor glucose readings to be less accurate.